Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the subject device tested positive for 2 colony forming units (cfus) of acinetobacter species and 3 colony forming units (cfus) of filamentous fungi. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated fields: d8, d9, d10, h2, h3, h4, h6, and h11. This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where [no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: 3 cfu. Bacterial identification: staphylococcus epidermidis, coagulase negative staphylococcus, micrococcus luteus/lylae. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation.

Event description:
No additional information received from customer.